Manufacturer narrative:
A new waste tub and filter kit have been released to increase the reliability of the waste system. This is achieved by increasing the holding capacity of the waste tub and removing the inline waste filter. A new customer cleanable waste strainer has been created and added to the waste tub. (B)(4).

Event description:
A us customer stated that when attempting to add slides to the benchmark ultra stainer, which was actively staining, fluid began to leak from the side drawers and reached the floor. The fluid was backed up in the waste tub and was touching the waste tub sensors, and no error messages or alarms were generated. The customer left the instrument running, and within time, it was noted that the fluid was starting to drain within the waste tub. All fluid has been contained. Staining has not been affected. A local field service engineer was dispatched to the customer site. No harm or injury occurred as a result of the leakage and fluid on the lab's floor.